Event description:
It was reported that prior to use, the hms plus instrument was failing liquid checks during setup. A backup device was used. There was no patient involved, so no adverse patient effect was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the lot numbers of the cartridges and controls were not recorded or shared by the customer. The instrument was performing within specifications and there were no error codes associated with the failed controls. No test results were used from this instrument. Device evaluation summary: the reported issue of the instrument failing liquid checks during setup was not verified during service. The service technician observed that channel 6 was reading .4-.5 celsius below channels 1 to 5. The channel readings were 36.7, 36.7, 36.9, 36.9, 36.7, and 36.4 celsius. The reported issue was that abnormal quality controls (qcs) were failing, and it was thought that channel 6 was running too cold for the reagent to work. The service technician adjusted the temperature to bring channel 6 up to a normal operating temperature while keeping channels 1 to 5 within limits. The final temps were 37.2, 37.2, 37.3, 37.1, 37.1 and 36.8 celsius. Liquid controls were not available to run, and all the other instrument parameters are within specifications. Preventive maintenance was performed per specifications. The instrument was evaluated in the facility by a field service technician. The instrument did not return to medtronic for service/a nalysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.